Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The battery cap was not returned and a test battery cap was use for the investigation. The pump powered up with the appropriate audible and vibratory functions. All the buttons responded properly and removal of the cover did not find any damage or contamination with the button contacts. The investigation was unable to duplicate the reported button issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a tactile changes issue. The ok and down buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.